Manufacturer narrative:
Upon arrival, the authorized service provider (asp) powered on the unit to perform testing. The device immediately entered an inoperative status. While operating in service mode, and error code 111d (cbit) check vent: motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed message was observed, with the data acquisition (da) board and sensor communication. Based on the service evaluation, the asp determined that the da pcba had not been fully seated following a previous replacement, which resulted in a communication failure between the da board and the airflow and o2 sensors. The asp reseated the da pcba, after which the error codes cleared, and the device returned to normal operation. The unit passed all functional and system tests with no further faults with this reported issue was identified, and no additional parts were replaced during the service visit.

Event description:
Philips received a complaint by the customer on the v60 indicating that motor controller (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Found 111d code logged. Reviewed the suggested for the 111d per the manual and the rse advised the customer to replace the mc pcba and provided the parts ID. Device evaluation and repair are pending, and this investigation is ongoing.